Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2drcl; implanted: (B)(6) 2021; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that subject was in the office after 1 year. Relates in the past year has suffered numerous falls and now has a pacemaker. He states they have now lost stimulation from their device placed in 2021. Per provider either has battery depletion or lead migration. It was decided to remove and replace the device. Reported lost device stimulation date of test: (B)(6) 2024, explanted/not replaced specify action: replaced with axonics component: entire system action date: (B)(6) 2024. Resolved without sequelae (B)(6) 2024

Event description:
Additional information was received from the patient. They reported that the cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2drcl serial# implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.